Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no issue on returned meter; meter is functioning properly. Most likely underlying root cause of malfunction: strip issue.

Event description:
Customer's wife complains of "hi" results. Customer states that he feels physically fine, denies the need for medical attention. The customer's expected blood results are 150-250mg/dl fasting. Verified test strips expire 03/31/2018. Confirmed customer's test strips are being stored (B)(6). Memory concerns: with none of the meter memory results reviewed. Customer called to inquire how to review the meter memory from her husbands' true result meter upon retrieval a result of "hi". Customers expected fasting range is 150-250mg/dl. Customer stated she was on the way with her husband to his routine doctor appointment. Customer stated her husband was feeling well at the time of the call however he had been sluggish for about the last week. The customer admitted to having stage 3 kidney disease but is not being dialyzed. Customer denies any changes diet or exercise. Customer could not recall the date the strips were opened; her husband does test 2-4 times daily and takes novolog insulin 20 units 4 times a day.

Manufacturer narrative:
Internal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction:s trip issue.

Event description:
Customer's wife complains of "hi" results. Customer states that he feels physically fine, denies the need for medical attention. The customer's expected blood results are 150-250mg/dl fasting. Verified test strips expire 03/31/2018. Confirmed customer's test strips are being stored properly and opened vial date was unknown. Reviewed meter memory 1:313mg/dl (B)(6) 2016 10:09:00 am fasting:yes; 2:hi (B)(6) 2016 12:09:00 am fasting:yes; 3:456mg/dl (B)(6) 2016 12:31:00 am fasting:yes; 4:162mg/dl (B)(6) 2016 02:11:00 pm fasting:yes; 5:180mg/dl (B)(6) 2016 01:00:00 am fasting:yes. Memory concerns: with none of the meter memory results reviewed customer called to inquire how to review the meter memory from her husbands' true result meter upon retrieval a result of "hi". Customers expected fasting range is 150-250mg/dl. Customer stated she was on the way with her husband to his routine doctor appointment. Customer stated her husband was feeling well at the time of the call however he had been sluggish for about the last week. The customer admitted to having stage 3 kidney disease but is not being dialyzed. Customer denies any changes diet or exercise. Customer could not recall the date the strips were opened; her husband does test 2-4 times daily and takes novolog insulin 20 units 4 times a day.